Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device didn't close correctly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: were the device jaws misaligned or bent? Na. Were the clips fully advanced into the jaws? Na. Were any clips deployed from the jaws? Na. Were the deployed clips formed properly? No. What vessel or structure was the device fired on at the time of the event? Na. Was there any torquing or twisting of the device present at the time of firing? Na. Was any unexpected resistance felt while firing the trigger? Na. Were any unexpected noises heard? If so, when? Na. Did anything unexpected happen prior to this incident? Na. Was the device fired after this incident in or out of the patient? Na.